Event description:
It was reported that the patient was no longer able to inflate his inflatable penile prosthesis (ipp). At the time of surgery, it was noted that the system had only 15 cc of saline left in the system. The physician carefully removed the cylinders and pump, but he had to leave the reservoir in the patient. The physician did not fell suitable to implant a new device due to damage to the corpora and scarring. He wants the patient to heal and plans to refer the patient with another physician.